Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "autoimmune issues and silicone reactive disorder" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported right side deflation, "health problems specified as: autoimmune issues, chronic fatigue, silicone reactive disorder, and pain." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one crack opening, partial delamination of valve and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve due to adhesive failure.

Event description:
Patient reported right side deflation, "health problems specified as: autoimmune issues, chronic fatigue, silicone reactive disorder, and pain." Additionally health professional reported and confirmed deflation. Device has been explanted.

Event description:
Additionally health professional reported and confirmed deflation. Device has been explanted.